Event description:
It was reported that an altitude alarm occurred on the pump, causing the customer's blood glucose level to exceed safe limits, although the specific value was not known and was displayed as "high." The customer's insulin delivery was suspended due to the alarm, and the speaker holes on the back of the pump were found to be obstructed. Technical support instructed the caller to remove the obstruction, clean the speaker holes, remove and reconnect the cartridge, and load a new cartridge to resume insulin delivery. After following these instructions, the pump resumed normal operation, and no further alarms occurred, indicating that the initial cartridge did not vent properly.